Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's critical alarm was activated the week prior to this report following a lightning storm that was nearby. The patient went to the rehab center and after interrogation of the pump it appears that it was in safety mode; drug infused was lioresal (conc. 2000mcg/ml, daily dose 610mcg/day, flow rate 12mcg/day). The patient had experienced a return of spasticity and decided to fill/refill the pump. It was stated that the "theorical volume= volume filled; but it was impossible to program the pump". The health care provider planned to change to a different programmer to try another programming session and to possibly replace the pump if the programming failed. The patient was stated to be "fine". It was later reported that the pump and catheter were explanted. The pump was noted to have been implanted in the year 2007.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly. Analysis of the catheter (unknown) revealed a catheter body user related hole. A hole was found underneath the pump connectors strain relief shroud. A slice or cuts were found 22.5cm from the distal end that likely happened at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.